Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to electromagnetic interference (emi) by the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.